Event description:
During a cranioplasty procedure, the surgeon was inserting a synthes self drilling screw into a competitors product, a plastic cranial implant. The surgeon did not pre drill a hole into the implant before inserting the screw. As the surgeon was drilling down into the implant the head of the screw broke off. The head of the screw was retrieved but the shaft of the screw still remains in the patient. The surgeon completed his procedure successfully.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.